Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Additional information from the boston scientific representative provided the icm device was explanted when the patient pulled the icm device out. Another icm device procedure was scheduled and a new icm device was implanted successfully. Device return has been requested. No adverse patient effects were reported.